Event description:
On (B)(6) 2012, the patient contacted animas to request a replacement for the subject insulin pump because she does not have confidence in the pump. She had discontinued insulin pump therapy. Animas has reviewed the subject insulin pump and found no defect. There was no patient impact associated the reported issue. This complaint is being reported because the patient alleged a possible unresolved product issue. The product was requested back for investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 03/28/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump history shows cartridge changes were performed on (B)(6) 2012. A rewind, load, and prime sequence was performed with no issues occurring. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. A cartridge with 100 units was correctly loaded into the pump with no issues occurring. The pump was opened and there was no damage found to the force sensor circuit. There was no defect found on investigation.